Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two proglide devices after a percutaneous transluminal angioplasty interventional procedure with a 6f sheath. Reportedly, the physician formed the loop and pulled back, but the thread pulled away from the device [malposition of suture]. This occurred with both proglide devices. An additional non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture malposition was observed as a suture retrieval issue due to the observed link separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported suture malposition was observed as a suture retrieval issue and unexpected medical intervention appear to be related to operational context. It is likely that an interaction with patient anatomy or link pulled until it breaks contributed to the observed suture retrieval issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.